Event description:
The reporter stated that five patients had sterile inflammation at one day post-op. All cases cleared after treatment with steroids. All cases used the same brand of bss and viscoelastic. The mfrs of these products were also notified by the reporter. Other doctors using the same products and equipment experienced no problems. This report is for the fifth of the five patients. The patient was being seen by the local optometrist for patient post-op visits. The optometrist notified the doctor that he observed vitreous in the anterior chamber. However, the doctor believed that this observation was incorrect, and that the problem was similar to the other four patients observed at another facility. The doctor did not personally see this patient. Add'l info has been requested. However, the customer has declined to return the questionnaires. For the add'l patients, reference the following MDR #'s: 2028159-2008-00001, -00002, -00003, 00004.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.